Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 3 for (B)(4). It was reported by the customer in (B)(6) that during a spinal fusion procedure on (B)(6) 2022, the surgeon was performing final tightening on an expedium 4.5 set screw and he stripped both final torque devices at the distal end tip. According to the report, the surgeon was able to complete the case with the least damaged driver which also had stripped threads at the distal end tip. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.